Event description:
In 2006, the pt was treated for a traumatic descending thoracic aortic tear with a gore tag thoracic endoprosthesis. The endoprosthesis was deployed just distal to the left subclavian artery. The left subclavian artery was patent and there was good blood flow through the endoprosthesis. On forty days later, the pt presented to the ER with a 4 day history of chest pain. A computed tomography angiogram revealed proximal in-folding of the gore tag thoracic endoprosthesis with limited blood flow. The physician implanted a 30mm x 10cm palmaz stent at the bend of the aortic arch into the descending aorta to open the gore tag thoracic endoprosthesis. An additional palmaz stent 40mm x 10cm was placed in the proximal portion of the gore device, just below the left subclavian artery. After ballooning, the final angiogram showed that the palmaz stent completely opened the gore device and restored blood flow. The pt was discharged 2 days later and a final computed tomography angiogram of the chest showed good stent placement and no evidence of a type I endoleak.

Manufacturer narrative:
The device remains functioning in the pt. Without a lot serial number unable to investigate mfg paperwork.